Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) presented to the hospital emergency room after getting inappropriately shocked by the device. Initially the shocks were thought to be from the patient's acute decompensated heart failure. The device was interrogated and episodes were reviewed by boston scientific technical services (ts). The first few episodes show fast ventricular response to atrial fibrillation (af) which was treated with shock. The next events have distinctly different morphology and the rhythm appears oversensed by double-counting. With these last events, ts noted a morphology change where the amplitude became very small, similar in size to the t-waves. These events caused the oversensing. Both events occurred during the middle of the night, therefore ts suspects this may be positional related as the patient sleeps on their belly. Ts discussed additional testing and changing of sensing vectors. Additional information was received that the patient remained in the hospital for two weeks. While hospitalized, the patient received medications and was given a blood transfusion. The device was also reprogrammed. The patient was then discharged from the hospital. Then six days, after hospital discharge, the patient passed away. A boston scientific field representative interrogated the device post-mortem at the funeral home. Electrograms confirmed an agonal rhythm. The field representative stated there were no allegations that the device caused or contributed to a worsening condition or subsequent death.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.